Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic video-assisted thoracic surgery (vats) lobectomy, while transecting the tissue, 2 devices did not fire. The jaws were closed on the tissue, the surgeon was able to press the green button and able to squeeze the handle several times but the reload never fired. It was stated that despite the handles moving, the I-beam never advanced to deploy staples. Another device was used to complete the case. There was no patient injury.